Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during the initial drain where the patient line was not properly primed before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly priming the disposable set. The patient guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient guide instructs the user to verify that the patient line is properly primed. The patient guide provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred while the patient was connected for the initial drain cycle of peritoneal dialysis therapy. The reporter stated that the patient line was not properly primed prior to initiating therapy. The reporter also stated that the patient uses an extension line which was not connected prior to priming the device. The technical services representative (tsr) assisted the patient in clearing the alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.